Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h11. Corrected fields; b5.

Event description:
It was reported that shortly after an unspecified iab catheter was placed in the patient and iabp therapy was about to be initiated the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error. Another iabp unit was used to continue iabp therapy. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4(UDI#), d8, d9, g3, g6, h2, h3, h6(investigation findings, component codes & investigation conclusions), h11. Corrected fields: h6(investigation type), e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. When the scroll compressor was replaced with a new one, the issue was resolved. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0119-00-0236 rev. A, sn (B)(6)_dtech, with a reported unit failure of an automatic filling error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.